Manufacturer narrative:
The investigation for the positioning issues has been completed. No product was returned. Log review showed a pump stop 115 alarm about 30 hours into support. It was not a true pump stop alarm as it was seen with impella disconnect event. There was also "impella position in ventricle" alarms shortly before the pump stop. The fm "removal issues" was updated to "positioning issues" because the patient explanted the pump, which ended support. The root cause of the positioning issue was use-related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and the patient explanted the pump themselves due to transitional-syndrome. The patient was doing well after the explant. No blood products were required and no reported patient harm.